Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device for evaluation. The catheter contained significant signs of use in the form of biological material. Visual examination of the catheter revealed a cut in the catheter body near the hub. The cut was smooth and is consistent with damage due to contact with sharps (i.e., needle or scalpel). The total length of the catheter measured 2.59843" which is within specifications of 2.565-2.605" per catheter product drawing. The outer diameter of the catheter body measured 0.04660" which is within specifications of 0.041-0.051" per catheter product drawing. The inner diameter of the catheter body measured 0.033" which is within specifications of 0.031-0.041" per catheter product drawing. The inner diameter of the catheter tip measured 0.032" which is within specifications of 0.0315-0.0325" per catheter product drawing. When the catheter was flushed, water leaked from the cut in the catheter body. The swg was unintentionally unraveled when trying to retract. A lab inventory arterial guide wire was able to pass through the catheter with minimal resistance. A device history record review was performed, with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities. Indwelling catheter should be routinely inspected for desired flow rate, security of dressing, and possible migration. Do not use scissors to remove dressing to minimize the risk of cutting catheter." The customer report of an arterial catheter leak was confirmed by complaint investigation of the returned sample. The returned catheter was found to contain a cut in the body near the hub. The catheter met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer description of the damage observed during use and the sample returned it was determined that unintentional user error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.